Event description:
The patient was revised because the chosen implant diameter was undersized and the length was oversized; a shorter fatter nail was implanted.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the chosen nail's diameter was undersized and the length was oversized; replaced with a shorter fatter nail. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.